Manufacturer narrative:
An olympus technical assistance center (tac) representative contacted the customer multiple times to obtain additional information regarding the report and was informed by the customer that the device was already sent for repair and no issue was found at that time. They received the device back, but they experienced the same issue. Tac advised the customer to try using a different tubing on the insufflator to see if that is causing the issue and to try using another insufflator they have in the room. A review of the device instrument history showed that the device was not returned to olympus for service. Based on DHR review, no anomalies or problems found during the manufacturing of the device. No similar complaints were found during the review of complaint database. Olympus cannot conclusively determine the exact cause of the user¿s experience at this time. This report will be updated when new and relevant information becomes available later. This late MDR is being submitted as a result of a complaint retrospective review.

Event description:
The user facility reported that the high insufflation unit was getting an insufficient air flow. No patient or user injury reported.